Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have received images of the device. We do not expect to get the device back for evaluation. The incident happened at night in her kitchen. She had been standing at sink and reached over to turn the walker around to use it to go into next room. The frame split below the handle. She fell. She hit her head on the wall. She hurt her back, hips, and head and got bruises all over. She had been using the unit for a year and a half only inside since she has another unit for outdoor purposes. She went to the doctor the chiropractor to receive cold lazer treatment to help her with the pain. The doctor also informed her that she might have a torn ligament on her left hand as well as a broken left toe.